Manufacturer narrative:
(B)(4). Pump passed the displacement test but failed during prime, compromised forced sensor system rewind, test due to loose drive support disk. No low battery alert during test. Unable to verify no delivery alarm due to loose drive support disk. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that battery life does not last 7 days, insulin pump rewind louder and had multiple unexplained no delivery alarms for multiple times. Customer¿s current blood glucose was unknown. Insulin pump will be returned for analysis.